Event description:
Event description boston scientific cardiac rhythm management received information that the patient with this pacemaker showed up today in complete heart block. The local representative was called in to check the system. The representative noted that the permanent programming was set to vvi 30bpm. The patient reports that the device was checked yesterday because of a complaint of dizzyness. Additional information received states that this device was removed from service with a reason of elective replacement. No adverse patient effects were reported.

Manufacturer narrative:
The representative reprogrammed the device to normal settings for the patient. The patient is okay. The caller asked if the device would automatically change to vvi 30 bpm. Technical services advised there is no known automatic changes to vvi 30. There are no known cases of phantom programming changes on these devices. It is possible the device was changed at the patient's last visit. The system remains implanted. No additional information available. This event will be reopened should additional information become available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.